Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely low glucose (glu) result generated by the unicel dxc 600 pro synchron clinical systems for one patient sample. The false low result was noticed due to failure of delta checking of this patient. Sample was falsely low when repeated on the same instrument. Original sample tube was then repeated on a different instrument which gave results of 86 and 87mg/dl, and one of the results was reported out of the lab. The low result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Per customer, no calibration or qc problems noted. A field service engineer (fse) was dispatched: the fse inspected the instrument and found a stored failed lamp (photometer) calibration that only affected the glu assay. The fse replaced the lamp and returned to bci for further investigation. Hardware issue may have contributed to this event. However, a clear root cause has not been determined.